Event description:
The customer reported that she passed out and was hospitalized for low blood glucose of less than 60mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.